Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The backplane circuit board was replaced and the system booted completely several times. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not boot at the start of the day, and that the problem was continual. It was not clear if the boot error was overcome. There was no adverse pt involvement reported.